Manufacturer narrative:
Affected parts are current in transit back to the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
During a visual inspection of its lift, the end user noticed that one of the two seat paddles was lower that the other side. Upon inspection by an arjohuntleigh rep, it was found the seat paddle stop pins were corroded. No fall occurred and no injuries were reported.